Event description:
It was reported that the patient was experiencing "pain caused by the internal neurostimulator (ins) in his lower back". The patient reported that it hurt when the device was turned on and that it was painful to the touch. It was further noted that the patient had experienced this issue since the device was implanted, but was intermittent. The patient also stated that the "ins for his neck was not providing as much relief, about 50% relief". The patient also reported "keeping his stimulation low, otherwise he has to recharge daily". Additional information requested reported that the patient had an appointment with his physician on (B)(6) 2012. It was further noted that the physician explanted the ins, but wanted to leave the leads in. The outcome of this patient was not reported. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-06226.

Event description:
Additional information: it was confirmed that the stimulator was removed 2012 (B)(6). Leads were left in with no abnormalities. Patient was seen on 2012 (B)(6) and had healed from explant and was doing well. Device was not available for return to manufacturer.

Manufacturer narrative:
Product ID 399860, lot# 10748300, serial# implanted: (B)(6) 2011, explanted: product type lead. Product ID 3998, lot# v383745, serial# implanted: (B)(6) 2011, explanted: product type lead. Product ID 3888-56, lot# v525986, serial# implanted: (B)(6) 2011, explanted: product type lead. Product ID 3888-56, lot# v541580, serial# implanted: (B)(6) 2011,explanted: product type lead. Product ID 3888-33, lot# v549686, serial# implanted: (B)(6) 2011, explanted: product type lead. Product ID 3888-33, lot# v398027, serial# implanted: (B)(6) 2011, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), implanted: explanted: product type recharger product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 37092, lot# 254990001, serial# implanted: (B)(6) 2011, explanted: product type accessory product ID 3708240, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension. Product ID 3708240, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension. Product ID 3708240, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension. Product ID 3708220 lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension. (B)(4).